Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11. Additional narrative: h6. Component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: manufacturing location: monument. Manufacturing date: 03-aug-2023. Expiration date: 30-jun-2033. Part number: 04.037.157s, 11mm/130 deg ti cann tfna 360mm/left- sterile. Lot number: 7260p04 (sterile). Lot quantity: (B)(4). Nonconformance noted: n/a. Review of the DHR file: production order traveler met all inspection acceptance criteria. Inspection certificate, (B)(4) met all inspection acceptance criteria. Packaging label log (pll), lppf rev e, lmd rev c were reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. (B)(4) supplied by (B)(4) was reviewed and determined to be conforming. A manufacturing record evaluation was performed for the finished device with batch number 7260p04. No nonconformities or manufacturing irregularities have identified related to the complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿inter-locking mechanism were not advanced¿. Does not indicate breakage of the or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device history review: 2a manufacturing record evaluation was performed for the finished device with batch number 7260p04. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the inter-locking mechanism of the nail was not advanced, so a new nail was opened and the case was completed successfully.